Event description:
The patient reported that since implant, he had never had therapeutic effect. He stated when the pump was implanted in 2007 only 20 mls of drug was put in. At his refill visit in 2008, he said 20 mls were pulled out of the pump by the rn. The patient was encouraged to contact his hcp. The type of medication, concentration and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.